Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported that the power switch of a 2008t machine burnt out during patient treatment and the device powered down. The patient's blood was returned manually. Upon follow-up, the biomed stated that the power switch was melted and was burned internally. The biomed confirmed that the power switch was replaced, and the unit is back in service. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The biomed confirmed the patient¿s blood was returned manually and treatment was completed. The power switch was reported to be available to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.